Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-29. H6: investigation summary: one photo and one loose 3ml syringe (p/n 309658) with its opened blisterpak from batch 9042756 were received. The sample was visually evaluated. Most of the printed surface was missing from the zero line to the 2ml grad line. The bd logo and the word "plastipak" were also observed to have missing print. There appeared to be severe scraping and damage to the affected areas, additionally the tip and collar of the syringe were damaged. Impression marks where print was once present could be seen in the damaged areas. Potential root cause for the missing print and damage defects is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 9042756 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 3ml ll euro 200 s/c had a scale marking issue. The following information was provided by the initial reporter: "we would like to inform you that a 3 ml syringe (ref: 309658) has been found with a defect in the printing of the graduations on the syringe. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll euro 200 s/c had a scale marking issue. The following information was provided by the initial reporter: "we would like to inform you that a 3 ml syringe (ref: (B)(4)) has been found with a defect in the printing of the graduations on the syringe. "